Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon third inflation at 6 atmospheres within 15 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).